Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (9 mg/ml at 1 mg/day) and ropivacaine (1 mg/ml at an unknown dose) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 it was reported that the patient¿s pump was empty because she did not come back for a refill in (B)(6) 2019. There were no environmental, external, or patient factors that may have led or contributed to the issue. No patient symptoms were reported. The doctor refilled the pump. The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.